Event description:
It was reported that during a coronary artery stenting procedure, stent damage occured. The lesion being treated was 90% stenosed portion of the proximal right coronary artery (prox rca). The physician was unable to cross the lesion, due to the highly tortuous and calcified lesion. The physician removed the stent and when it was examined it was noted that the distal edge of the stent was deformed. There were no reported complications and the patient's condition was reported as "good".

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the device met it's material assembly and product specifications at the time of release to distribution. The unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context.